Event description:
Related manufacturer reference number: 2017865-2021-32974, related manufacturer reference number: 2017865-2021-32975. It was reported that the patient presented to the hospital with signs of infection. During examination, it was noted that there was drainage from the pocket incision site. Physician confirmed visible evidence of infection in device pocket. The pacemaker, right ventricular (rv) lead and right atrial lead (ra) lead were explanted. Patient will undergo antibiotics before having new pacemaker and leads placed. The patient was in stable condition throughout.